Event description:
Extreme cough / philips respironics replaced my original dreamstation machine that was recalled. It took well over a year to receive my replacement machine. I received this replacement machine on (B)(6) 2023 and as of today I have been having serious/violent coughing episodes daily since (B)(6) 2023. I am concerned that either the old machine and or the new machine or both have given me this respiratory problem. Ref report: mw5145554.